Event description:
During the esophagogastroduodenoscopy (egd) procedure in the duodenum, the resolution clip would not disconnect from the catheter when deployed. The clip did not close on the tissue, but came off without causing any damage. The physician completed the procedure with another of the same device with no pt complications and the pt is fine.